Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a loose and broken connector. The epg was removed from service as the model of epg was no longer serviced. There was no patient involvement.